Manufacturer narrative:
Many good faith efforts have been made to obtain additional information from the customer however there was no response. The resolution and disposition are unknown.

Event description:
It was reported to philips that the device alarmed check vent alarm led failure on the screen during patient set up. Error code 1105 was noted in the log. The device was being prepared for patient use. There was no report of patient or user harm. The customer spoke with a philips remote service engineer (rse). The customer stated the pm pcba was recently replaced during service. The rse advised the customer to try replacing the pm pcba with a known good pm pcba, if available, to rule out the possibility of a pm pcba failure. If the pm pcba is good, and that does not resolve the issue, then replace the power switch overlay. Further information is pending.